Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had high temperature warning. The issue was found during unspecified procedure while the patient was under sedation. The intended procedure was completed using a similar device. There were no reports of patient harm.